Event description:
It was reported that during this brady lead placement attempt for the left bundle branch (lbb), the helix became bent at approximately 45 degrees. During the attempted removal, the helix was noted to be entangled in the septum which required a brief burst of cautery to free it. The helix was deformed but was successfully extracted. A new brady lead of the same model was successfully implanted, not implanted and was disposed. No adverse patient effects were reported.